Event description:
User stated they had one sample for troponin t that did not match when rerun. The sample was repeated because they use delta checks and the previous sample result was elevated, so this result was questioned. The original result was 0.017 ng per ml at 01:12, repeat result was 0.290 ng per ml at 01:34. The original result was not reported. It was noted a cardiac catheterization was performed on the pt at 11:00 am.

Manufacturer narrative:
The field service representative determined the sample cover hinge was broken and not centered over the sample tube. He replaced the sample cover. Performance tests were performed to verify analyzer performance.